Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown. It was reported that the contact dermatitis was significantly more prevalent and the concentration of chlorhexidine antiseptic solution in this hospital was increased from .4 to .8% to prevent postoperative infection. Verbatim: chlorhexidine-occupational diseases and perceived health in operating room. The study population were composed of 331 operating room nurses and ward nurses working from four (B)(6) hospitals between december 2018 and february 2019. A total of 331 nurses participated in the study, 165 were operating room nurses and 166 worked on a hospitalization unit. Dermatitis 35 (21.21) 21 (12.66). Interestingly, in our study, contact dermatitis was significantly more prevalent in one of the hospitals, detected in 20.9% of the nurse participants. The reason for this is known as the concentration of chlorhexidine antiseptic solution in this hospital was increased from .4 to .8% to prevent postoperative infection.